Event description:
When activated, the gun made a crackling sound, as if it were breaking, and it was not possible to remove the metal prosthesis. It became stuck. In the initial complaint, 02 types of wire guide details were provided (g25686 -metti 35; g22554-tri-25). Could you confirm the details of the wire guide used while advancing the device/attempted deployment (diameter, type, make)? One guide wire (mett-35-480 - cook brand - 0035 diameter guide wire, with radiopaque tip, zeroed, used for biliary tract cannulation) and one papillotome (tri-25 - cook brand - triple lumen, 25 mm cutting wire and 200 cm, used for papillotomy) were reported. Neither device presented any problems, having been used correctly and according to the manufacturer's instructions. Two guide wires were not used as mentioned in this question. Was the product inspected for kinks or damage before use? Yes, it was inspected and was compliant. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No, it did not present any unusual anatomy (it is also worth noting that this is a doctor with experience in the use of this material). What was the length and diameter of the stricture? Approximately 5 cm. Was the stricture dilated before stent placement? Yes. Was an assessment carried out to determine to necessity for pre-dilation? Yes, according to medical criteria. Was resistance encountered when advancing the wire guide to the target location? There was no resistance, as described in the non-conformity; the prosthesis did not fire/break at the beginning of the insertion attempt. Was resistance encountered when advancing the delivery system to the target location? During the insertion of the prosthesis system, the elevator was neutral/minimally elevated. If resistance was felt how did the physician deal with the resistance encountered? During the attempt to release/implant the prosthesis, the elevator was slightly elevated, in an intermediate and controlled position. What was the position of the elevator during advancement? The button was not pressed. What was the position of the elevator during attempted deployment? Yes. Was the directional button pressed during use? No. Another metal prosthesis was opened and the procedure was completed without incident or difficulty. Did the patient require any additional procedures as a result of this event? The secondary intervention was to open another metal prosthesis and perform the placement. During the same procedure, no rescheduling was necessary. No other defects were observed besides the one reported.

Manufacturer narrative:
E1, f5: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.